Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had air bubbles in the reservoir. Customer's blood glucose level was 209 mg/dl. Customer stated that the air bubbles were about a quarter of an inch long. Customer changed the infusion sets last night and saw the air bubble in the reservoir. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to disconnect at the quick release. Customer was advised to change the fixed prime amount back to the appropriate cannula prime amount for their infusion set. Customer stated that the insulin was not stored at room temperature. Customer was advised to change to a new reservoir. Customer had air in the reservoir due to cold insulin. Customer was able to get bubbles out of the reservoir and reattached the reservoir to the infusion set. Customer rewound the pump, placed and locked the reservoir in the pump. Customer filled tubing and reconnected at the body. No additional information provided.